Event description:
Caller reported experiencing a cartridge alarm 20 issue, which resulted in a blood glucose level of 620 mg/dl. To address the high blood glucose level, the customer administered a correction injection using multiple daily injections and did not require assistance from a third party. Reportedly, customer reverted to manual injections for insulin therapy.